Event description:
Healthcare professional reported " physician wonders about the warranty for rupture diagnosed after 10 years." Device remains implanted.

Manufacturer narrative:
Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported "silicone-signaled material is observed in the upper quadrants of the breast, suggesting extravasation" and "sparse liquid".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported " seroma was caused by the prosthesis and added "ruptured prosthesis, it was destroyed". Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified the device was broken shell and black particles material on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.